Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the bile duct during a sphincterotomy procedure to treat stones in the bile ducts performed on (B)(6) 2025. During preparation, after opening the package and testing the needle ejection, it was noticed that it is not possible. A broken wire in the handle was found. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: (investigation results) the returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was kinked and broken at handle section. The device was dissembled, and it was found that the hypotube was kinked near to the transition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. Upon analysis, it was found that the transition was kinked and broken at the handle section. This condition could have occurred due to excess manipulation against this unit. It is most likely that as part of the device manipulation, possibly during preparation an excess of force was applied to the device such as during its unpacking, by the interaction with a hard surface or during handle actuation, the kink generate increased friction between the wire and the transition, causing the wire to become stuck or not be able to move easily, and with this friction the handle actuation leaded to break the cutting wire at handle section. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was attempted to be used in the bile duct during a sphincterotomy procedure to treat stones in the bile ducts performed on (B)(6) 2025. During preparation, after opening the package and testing the needle ejection, it was noticed that it is not possible. A broken wire in the handle was found. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.